Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and requested to have a new insulin pump immediately. The customer's blood glucose was 1200mg/dl, and she was treated with an insulin drip. The customer mentioned that she was vomiting and has high blood pressure. The caller had been falling down, but she stated that nothing has to do with the insulin pump. She is currently taking pills, which some of them caused to increase her sugar level, and it is making her fall down. No further information was provided.